Event description:
The catheter was inserted between the patient's index finger and middle finger on (B)(6) 2014 with no complications. No abnormalities were observed during three days of usage. On (B)(6) 2014, the patient's relatives found the bandage loosened and observed the catheter was broken. The catheter was not found in the room. The patient had a CT scan and an x-ray, but the catheter was not located.

Manufacturer narrative:
The sample is available for evaluation. Upon completion of the investigation, a supplemental report will be submitted.